Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: a review of the black box indicated the data from the time of the complaint was overwritten due to continued pump use. The available black box data did not indicate any alarms related to the complaint. The pump powered on normally and successfully completed rewind, load, and prime steps with no alarms occurring. The force sensor calibration was found to be within required specifications. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.